Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, overpouch was not received, and leak in port tube seal was evidenced. Leak test was performed, and a leak in the internal bag was evidenced in the in port tube seal. The reported issue was verified. The cause was determined to be a sealing machine failure during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an all-in-one container leaked. There was no patient involvement. No additional information is available.